Manufacturer narrative:
The complaint of disconnection / loose connection can be confirmed based on the photo a leakage is also observed. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The device history lot number review of the possible lots 14150873, 14150874, 14145000, 14049404, shared by customer was performed and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The event involved a tego connector, and it was reported that during the hemodialysis session, while performing the dressing on the central venous catheter, there was a disconnection of the venous line from the valve connector, causing a significant blood leakage. There was patient involvement, but no patient harm/ adverse event reported.

Manufacturer narrative:
The device is not available for evaluation; however, pictures and possible lot numbers were provided. Investigation is pending. D4: only di provided as lot number is unknown. D4 - lot # - plots: 14150873. MFR date: 10/24/2024. Exp date: 09/01/2029. 14150874. MFR date: 10/24/2024. Exp date: 09/01/2029. 14145000. MFR date: 10/15/2024. Exp date: 09/01/2029. 14049404. MFR date: 06/18/2024. Exp date: 06/01/2029. Additional contact information: (B)(6). E1- initial reporter address 1: (B)(6).